Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 26mm aaa. It was reported that during the index procedure, two lumens were present in the main body as opposed to the expected one. Only half of the stent graft could beballooned. One of the suprarenal stents became compressed downward. Per the physician the cause was a product quality issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: at implant the proximal aortic neck diameter was 24-28mm and 33mm in length. The max aaa diameter measured 61mm. Per the physician; based on the patient's aortic diameter, the selected stent size was not oversized, though the possibility of sent infolding cannot be entirely ruled out. There was no evidence of decreased blood flow or vascular occlusion. The suprarenal stent bent downwards when ballooning was being performed not during advancement. No type ia endoleak was observed. There was no issues with the deployment of the bifurcate and at this time no intervention is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion the reported stent graft deformation was confirmed, and the findings are compatible with stent graft infolding. Although the cause of the event could not be definitively confirmed, it appears most likely procedural in nature. Ballooning performed while the delivery system remained in place, and subsequent deformation of two stent struts is the most likely contributing factor to the observed infolding. Analysis of the pre-implant cta did not reveal unusual anatomic risk factors for graft infolding. An endoleak, most consistent with a type ii, was also identified during the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.